Event description:
Bipolar cautery cord (stryker)sent a flame up from the cord when the cautery was activated. There was no apparent noticeable breaks/cracks in the affected cord.what was the original intended procedure?laparoscopic cholecystectomy.device #1is this a laboratory device or laboratory test?no.